Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of approximately 5.7 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.

Event description:
It was reported the lead lost sensing capture, it was not functioning at all. Upon opening the pocket, it was noticed that the lead was milky/cloudy possibly due to a nick in the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.